Event description:
Capture-r ready screen detected a known anti-jka in a patient sample, but capture-r ready-ID testing was negative.

Manufacturer narrative:
The customer's returned sample was tested with capture-r-ready ID lot id083. The sample reacted as positively with all jk(a) positive cells.